Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition; post timer/24v failure, no patient harm reported.

Manufacturer narrative:
Bad 9/28/2016 device evaluation: the manufacturer's field service engineer was unable to duplicate the reported problem. Resolution and disposition: there were no part replaced by the manufacturer's field service engineer.